Manufacturer narrative:
One (1) damaged device was returned to conmed for evaluation. Visual inspection found the device was received in broken pieces. The detached jaw was identified as the bottom jaw (part #135041). The location of the break is the cam slot in the jaw tail piece where cross sectional area (material thickness) is the smallest. The break was examined under a microscope and it was recognized as a brittle fracture. The jaws will normally bend as intended under excessive force during use, but not break. If overstressed to the point of breaking, a ductile fracture is exhibited. The device was manufactured on 02-feb-2016. A review of device history record has verified the devices were produced and released according to the current and approved procedures and material specifications. Of the lot containing twenty(B)(4) units, there has only been this (B)(4) complaint for jaw detachment. A 2-year review of product history for this device family showed there have been a total of ten (B)(4) similar occurrences of jaw detachment, including this complaint. During the same two (2 year timeframe, over (B)(4) units were sold world-wide, making this occurrence rate for this reported failure mode (B)(4). This lot contained jaws made by supplier prior to their corrective action effective 12/11/2013 (part #13540 receiving #(B)(4) and part #13541 receiving #(B)(4) ). The detacha tip multi-use graspers, blunt nose dissector is a multi-use laparoscopic dissector intended to grasp/dissect tissue in a variety of endoscopic procedures. To reduce the risk of the jaw breakage and patient injury, the IFU provides the following warnings: avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. If excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage.

Event description:
The user facility reported that during use of the detachatip graspers, blunt nose dissector, 5mm x 33cm in a right inguinal hernia repair on (B)(6) 2016, one of the grasping tips broke off. The broken piece was safely retrieved from the patient with no problems noted. The surgeon was able to complete the procedure using a reusable grasper that was on hand. There was no further complication, surgical delay or patient injury. During follow up conversation with the surgeon, he admits to using the blunt nose to pull mesh into the peritoneal cavity through the trocar with lots of mesh material in the jaws. Additionally, the surgeon noted there were forces exerted on the jaws doing this. Then he uses the jaws to manipulate the mesh and tissue in place using lateral, torqueing forces. This report is filed on the basis of potential injury with recurrence.